Manufacturer narrative:
(B)(4). The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to noise, oversensing and high threshold measurements. There was no pacing inhibition observed. No additional adverse patient effects were reported.